Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month post implant of the pacing lead the patient experienced a perforation. The patient received surgical treatment. The pacing lead was removed and replaced. No further patient complications have been reported as a result of this event.